Event description:
It was reported to philips that there was a shutter error. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system has a shutter error. Review of the system log file showed ¿collimator shutter hardware or mechanics failed, [problem location=y shutter area] [problem cause=excessive position error]¿. Customer checked the cover and manually checked the shutter for stuck. Customer cold restarted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.